Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated the ventilator was alarming vent inoperable while on a patient. The ventilator was removed from the patient and the patient was placed on another ventilator. There was no patient harm reported. The error log is showing: pneumatics module ftc and ifs voltage fault.

Manufacturer narrative:
The avea gas delivered engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated during use testing. Unit passed all characterization and calibration testing. The root cause cannot be determined.